Manufacturer narrative:
Device will not be returned.

Event description:
It was reported that at the user facility, the plastic on the toga is tearing. No further information about this event has been provided. Attempts are being made to obtain additional information from the user facility.